Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient had a medical history of chronic pain. . It was reported that the patient experienced a change in therapeutic efficacy of system after a car accident on (B)(6) 2021. As of today, she has healed from her injuries, but the efficacy of the therapy has not. CT scan performed - no anatomical injury; unable to connect to battery due to battery depletion - will meet with patient again tomorrow to read battery. The issue was not resolved at the time of the report.  No surgical intervention occurred and it was unknown if any would be planned, but follow-up was initiated for further information. Additional information was reported that the patient was able to successfully recharge their depleted ins and connect to it. The rep was able to connect to battery at follow up visit. Patient had only had therapy in 29% of time in last 30 days. Electrode 3 had impedances of 40,000, but was not being used. It was decided not to change programming since therapy was covering pain well prior to accident. Discussed using therapy 24/7. Patient reports therapy ¿skipping¿ parts of her leg. Patient will make an appointment with dr lee to discuss all and arrange for an x-ray to confirm lead placement. The issue has not been resolved. Additional information was reported that the patient said at the time (after the car wreck) the hospital did a cat scan and everything looked fine. Pt said that they noticed after their car wreck that the implant was "not feeling or acting right". Pt called manufacturing representative (rep) on february 10th 2022 regarding the issue. Pt met with rep on february 11th and the rep did reprogramming; pt mentioned that the rep turned down their stimulation settings to help with implant battery depletion. Pt said the rep wanted the pt to make an appointment with hcp to get x-rays to follow-up after the car wreck as the hospital the pt went to get their cat scan done at did not have a comparison x-ray to refer to of pt's implantable system prior to wreck. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient added that they know their stimulation worked on monday last week but mentioned it not working around thursday. Pt said they needed to turn up their stimulation to feel the stimulation. Pt mentioned they couldn't feel the stimulation and unless they stretch backwards to feel it. The manufacturer representative (rep) reported the cause of the therapy skipping in parts of the patient's leg was not determined; they reprogrammed the patient slightly to address the new pain from the automobile accident and the issue was reported to be resolved.